Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometimes post a port placement, the patient allegedly developed with infection and thrombosis. However, the current status of the patient is unknown.

Event description:
It was reported through litigation process that five years nine months and ten days post a port placement for poor intravenous access, the patient allegedly developed with bacteremia and bacterial infection. It was further reported that patient diagnosed with thrombosis and septic emboli. Reportedly, the port was removed, and new port has been implanted. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Medical records were provided and reviewed. Medical records alleged that the patient underwent placement of power port to the right subclavian vein for poor intravenous access. Placement procedures was performed and successful. Approximately after five years nine months ten days later patient presented to the hospital for severe lower abdominal pain. Patient was very nauseated, and pain comes in waves and patient looks distress. A computed tomography of abdomen without contrast study was performed and didn¿t show anything. Computed tomography intravenous contrast was performed, and study showed that patient has colitis and incidental note of bilateral pulmonary nodules, likely represent septic emboli. The blood culture showed growing gram-negative rods. Patient empirically started on zosyn for infectious colitis, most likely source from port-a-cath. General surgeon was consulted and advised port removal procedure. Pulmonology consulted and the septic emboli likely from klebsiella bacteremia and advised to continue antibiotics. Next day patient underwent port removal procedure for infected power port. Transverse incision was made over the port. Port removal was performed. Significant amount of fibrous capsule was identified around the port. Capsule was opened and the port was circumferentially dissected, and the port was delivered into the incision. Therefore, the investigation is confirmed for the reported infection and septic emboli. Furthermore, the clinical conditions alleged in the complaint can be confirmed. Based upon available information, the definitive root cause was unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2016). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2016), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that five years nine months and ten days post a port placement for poor intravenous access, the patient allegedly developed with bacteremia and bacterial infection. It was further reported that patient diagnosed with thrombosis and septic emboli. Reportedly, the port was removed, and new port has been implanted. However, the current status of the patient was unknown.